Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The medical affairs specialist (mas) spoke with the patient on august 12, 2008 and obtained the following information. The patient reported that the alleged issue began on the evening of the day prior to original date. Despite not being able to test her blood glucose, the patient reported that she continued to take her usual dose of novolog mix 70/30 insulin (35 units) in the morning and evening (before her meals). Sometime after the alleged issue began, the patient reported feeling "shaky, sweaty, and light-headed," and claimed she drank some orange juice and ate some peanut butter to relieve the symptoms. She mentioned she did not feel better afterwards. At the time of troubleshooting, the cca was able to walk the patient through a successful test. In addition, the cca confirmed that the patient had not replaced the battery in the subject meter, per the owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims, she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.